Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including gravity and leak testing were performed which revealed a leak at the junction of tube to luer lock. The reported condition was verified. The cause of the condition was due to inadequate bonding during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set was leaking from the tubing. The leak was observed during priming with normal saline prior to patient use. There was no patient involvement. No additional information is available.